Event description:
During a preventative maintenance, the company representative observed that the colors of the pressure curve (red) on the screen of the iabp were mixing intermittently and making the pressure curve difficult to view. No patient was involved.

Manufacturer narrative:
The company representative replaced the display. It functioned normally and was returned to the customer. (B)(4).